Event description:
It was reported that during a mitral valve repair with atrial reduction, the device made a "growling" noise and did not fire. The device would not release off of the atrial appendage. The device was removed using the backup mechanism. The case was completed using another manufactures stapler to staple the atrium.

Manufacturer narrative:
(B)(4). Incorrect cartridge size the analysis found that one device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr45g cartridge reload was present. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; no abnormal noise was noted. Event could not be confirmed as the device closed and opened without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.